Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the rear wheel having broken spokes. The underlying cause could not be determined.

Event description:
Provider alleges out of the box the spokes are broken on the rear wheel. The box has no damage this is a builder trex2 that has the duramed logo silkscreened on back upholstery.

Event description:
Provider alleges out of the box the spokes are broken on the rear wheel. The box has no damage. This is a builder trex2 that has the duramed logo silkscreened on back upholstery.